Event description:
It was reported that this right ventricular (rv) lead had elevated threshold due to being tightly bent because of the pacemaker moving around the pocket. This lead remains in service. No adverse patient effects were reported.